Manufacturer narrative:
After power up, the lcd screen has white lines running along the right and bottom sides of the display. The device was unable to display text in these regions. Upon further review, there are cracks in the circuitry on both sides of the lcd controller. Unable to perform the displacement, and self tests due to the display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the screen had a bunch of lines going down the right hand side and at the bottom. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reports display was flashing. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that they can see some of the icons, but most of the screen they cannot read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.